Manufacturer narrative:
The reported events were lead damage, fracture, high pacing lead impedance and high defibrillation impedance. The reported event of lead damage was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of lead damage was due to external insulation abrasion is consistent with friction to device can. The reported events of fracture, high pacing lead impedance and high defibrillation impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead, as received.

Event description:
During follow-up, increased pacing and defibrillation impedance were observed on the right ventricular (rv) lead. Rv lead damage was suspected, although not confirmed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.